Manufacturer narrative:
During a routine follow-up, interrogation revealed an abnormal battery curve, message regarding the device is approaching eri and a rapid charge of capacitors. The analysis from the manufacturer is pending.

Event description:
After 16+ months of implantation, this ICD was explanted and returned because a routine follow-up interrogation revealed an abnormal battery curve and a message regarding the device approaching eri. It was also reported that the interrogation demonstrated a rapid charge of capacitors.